Manufacturer narrative:
The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module-central processing unit ribbon cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure -1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.